Event description:
The manufacturer received information alleging touch screen damaged and no other information provided. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, pca components burned, and touch screen was broken. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.